Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device failed during operation. A hissing noise was reported from the inspiratory valve. A subsequent leak test with completely new accessories was not possible. No health consequences for the patient were reported. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The affected device was available for examination at the manufacturer's site. The log file was analysed regarding the reported event. The analysis of the log file could not confirm the reported device failure. The device issued various ventilation-related alarm messages, e.g. Vt high, mv high, breathing tube kinked and check breathing circuit and mask. The ongoing ventilation was not interrupted. Examination of the device identified a deformed inspiratory valve as the cause of the reported event. Due to the deformation, the inspiratory valve could no longer engage properly in the housing counterpart. An exact cause for the deformation could not be found. The affected inspiratory valve was replaced. The device was tested and confirmed to be operating as per manufacturer's specification. The device can check the proper function of the inspiratory valve during the device test and in the leak test. The monitoring functions of the device are still available. Based on the available information, we do not consider the case to be reportable anymore, as neither a death nor a serious deterioration in the patient's state of health occurred and this is not to be expected in the event of a recurrence.

Event description:
It was reported that the device failed during operation. A hissing noise was reported from the inspiratory valve. A subsequent leak test with completely new accessories was not possible. No health consequences for the patient were reported. The device has no UDI as an UDI was not required at the time the device was manufactured.